Event description:
The customer reported a motor error alarm during a bolus delivery. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the self test, but failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Intermittent motor error alarmed during rewind due to moisture damage on motor assembly. However, the insulin pump passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.